Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. It was reported that bd secondary set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that a couple drops of liquid on the floor.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.